Manufacturer narrative:
Date of explant is estimated (B)(6) 2019. The results/method and conclusion codes along with the investigation results will be provided in the final report

Event description:
It was reported patient had loss of therapy approximately from (B)(6) 2018 as the patient was not able to charge the ipg. Manufacturer representative interrogated the device and found it was unable to communicate with external devices and was inoperable. The patient underwent surgical intervention where the ipg was replaced with a competitors device .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.